Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device bottom trigger was sticking was confirmed. An assessment was performed and it was observed that the unit¿s bottom trigger was sticking and the control lever was stuck. It was further observed that the unit's motor with lid with contacts had corrosion signs on it, and other components were worn and corroded. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during device testing it was observed that the "on" and "off" switch on the small battery drive device was stuck. It was further clarified that the trigger was not malfunctioning. During in house engineering evaluation it was observed that the bottom trigger was sticky and the control lever was stuck. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.